Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that there was oversensing of noise which resulted in inappropriate therapy to the patient. It was believed that the right ventricular (rv) lead had fractured. Due to the patient's age, tachycardia therapy was programmed off and pacemaker therapy was programmed to the lowest setting. The device and leads were left implanted and no adverse patient effects were reported.